Manufacturer narrative:
Device evaluation: the device was returned to the manufacturing facility for evaluation. The distal tip was slightly damaged. The stent was positioned on the balloon as per specifications. The first distal stent segment had raised and deformed struts. No further damage noted. (B)(4). Evaluation, results/conclusions: 99% stenosis at target lesion. Use of force.

Event description:
The physician was attempting to implant a 3.5 mm diameter x 22 mm length integrity rapid exchange (rx) to treat a lesion in the right coronary artery. The target lesion was reported to be a tight lesion with 99% stenosis. Pre-dilation was not performed. Resistance was encountered advancing the device to the target lesion and force was used in the attempt to advance the device. The integrity device failed to cross the lesion and was removed. Upon removal stent strut damage was observed. The device had been inspected prior to use with no issues noted. The target lesion was treated using a 3.5 mm x 24 mm driver rx stent. The patient is reported to be well and no clinical sequelae were reported.